Event description:
Patient transferred here with non-st elevated mi onset 3 days prior. Coa in 2007, reveals 100% occlusion mid-lad. Stenosis dilated with 2.5x20 maverick, 2.25x28 multilink minivision stent. Meds include angiomax bolus and infusion, plavix, and asa. In 2006, 0826 EKG reveals st elevation, pt complaints of chest pain of 10 on 1-10 scale. Return to cath lab reveals 100% subacute thrombosis at proximal edge of stent. Lesion dilated with 2.5x15 quantum maverick, 3.0x32 taxus. Medications included heparin, reopro, and continued asa, plavix.